Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no report of any ion system issues. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. See attached email and logs.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 2.4 cm in the right upper lobe (posterior segment). Tools utilized during the biopsy procedure were 23g flexision needle (8 passes) with compatible forceps (4 passes), cytology brush (4 passes) and bronchoalveolar lavage. Imaging modalities included c-arm fluoroscopy and radial ebus (staging not done). The diagnosis obtained from pathology was fibrosis (benign). There is no report or indication of any issues with the ion system, instruments, or accessories. Multiple attempts to obtain additional information were made; however, no new information was provided.